Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The product support engineer( pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition cannot be verified. The pse advised the customer to replace the power management ( pm) printed circuit board assembly (pcba). The customer reported back that the pm pcba was replaced and the issue was resolved.

Event description:
The customer reported that the ventilator generated an error relevant to 35 volts supply failure. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.